Event description:
It was reported that patient underwent a surgical procedure due to inflatable penile prosthesis (ipp) cylinder was herniating out of the side of his corporotomy. Physician was planning on doing a revision of the implant, but once the patient was opened up and the cylinder was pulled out, he made a decision that all components of the ipp were satisfactory. He repositioned the cylinder that was removed and secured the corporotomy. Implant salvaged. No adverse patient effects. Additional information was received. There were no malfunctions or device issues. There are not any know external pressures to the abdomen or pelvic region that led to the device migration. The physician is unsure of what caused the hemmorage of the device. Physician suspects it could have been an insufficient suturing of the corporotomy at time of initial implantation or the patient cycling the device prior to sufficient healing of the corporotomy.